Manufacturer narrative:
Concomitant products: 5076 lead, implanted (B)(6) 2005; 6943 lead, implanted (B)(6) 1998.

Event description:
It was reported that elevated thresholds on the right ventricular (rv) lead were causing abnormal and accelerated depletion of the cardiac resynchronization therapy defibrillator (crt-d) battery. Reprogramming was performed and the lead and device remain in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the crt-d battery performed normally given the programmed rv lead thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.